Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure there were difficulties experienced with the helix mechanism on this right atrial (ra) lead. It was reported that upon repositioning the helix was unable to be retracted. A new ra lead was successfully implanted. No adverse patient effects were reported.